Manufacturer narrative:
(B)(4).

Event description:
Pentax medical became aware of a report on (B)(6) 2020 stating, "possible contamination-patient tested positive for virus. Harboring infection." Involving video bronchoscope model eb-1975k/serial (B)(4). The customer owned bronchoscope was received by pentax medical for evaluation on (B)(6) 2020. The bronchoscope was inspected by pentax medical service on (B)(6) 2020 and the following inspection findings were documented: insertion tube mild crush at stage 2, insertion tube mild crush at stage 1, passed wet leak test, passed dry leak test. The bronchoscope underwent repairs including the following components: distal end assy with tube, distal joint screw m1, bending rubber, biopsy inlet t-piece, o-rings and seals, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5). The video bronchoscope is currently awaiting organic sampling and qc final approval as of (B)(6) 2020. Pentax medical video bronchoscope, model eb-1975k, serial number (B)(4), has been previously serviced at a pentax facility once prior since the device was put into service on (B)(6) 2017.

Manufacturer narrative:
Correction information b4: date of this report b5.refer to h10 g6: follow up #01 h6 continued: international medical device regulators forum (imdrf) adverse event reporting health effect impact code: 4648 insufficient information component code: 4755 part/component/sub-assembly term not applicable investigation findings: 4228 device incorrectly reprocessed investigation conclusions: 19 cause traced to user _______________ on 28-feb-2020, a device history record(DHR) review was performed under ivai-20-020014, the DHR review confirmed the endoscope was manufactured on 06-mar-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 08-mar-2017. After completion of all repairs, the scope was shipped back to the user on 24-mar-2020 under reference delivery # (B)(4). Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h10